Event description:
The pt underwent a mitral valve repair in 2005. The catheter was inserted into the coronary sinus and two doses of retrograde were given during the procedure. The doctor was unable to deliver a third dose of cardiopledgia. The position of the catheter was checked under tee and it was in place. The catheter was removed and a tear was noted in the balloon. The dr was able to complete the case by using antegrade cardioplegia. There were no adverse pt consequences.